Manufacturer narrative:
The patient is requesting to have their system explanted. A surgery date has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2024-00270. It was reported that patient experienced pain and discomfort at the ipg and lead sites. Blisters were also noticed at the lead and ipg site. Patient was treated with unknown medications, however surgical intervention may take place to address the issue